Event description:
Gen change (B)(6) 2021, rv lead imp warning (B)(6) 2021 lead manufactured by greatbatch med. Case: (B)(4) / (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).